Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of catheter defective/ damaged was confirmed upon inspection of the photo. Actual sample was not returned for investigation. Based on a similar reported complaint, (B)(4) where a leak was observed at the septum of the catheter adaptor, the probable cause of this issue is that the secondary septum was protruding and not properly seated within the canister. This leads to it dislodging during the assembly process. It is suspected that the missing secondary septum may have resulted from the protruding portion detaching after sensor detection. A simulation confirmed that the protruding part can fall off after passing the sensor. This issue is likely due to the secondary septum having a smaller inner diameter, which prevented it from being fully inserted into the canister, increasing the risk of dislodgement during the assembly process. To prevent the defect, installation of an online inspection was completed to check for the secondary septum before release to main assembly process. A supplier corrective action was also issued for a supplier investigation for the incorrect nseptum inner diameter. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that bd nexiva 18ga 1.25in hf leaked defective nexiva g18 blood passing through pushtab upon IV insertion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.